Event description:
Reporter alleged the needle from the softclix plus lancet device protrudes outside the end of the cap after it has been fired. No actions or treatments were reported. No adverse event reported. A request was made for the return of the suspect device.

Event description:
Reporter alleged obtaining the results of 219 mg/dl and 113 mg/dl back to back within 10 minutes on the aviva system. No actions were reported taken or treatment received. No adverse event reported. A request was made for the return of the affected product.

Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA.